Event description:
It was reported by a customer on (B)(6) 2010, there was diminished tissue vaporization at 18,969 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap had fractured and had partially broken off.

Manufacturer narrative:
The event description, the customer reported to ams did not indicate a potential pt safety issue. The device was subsequently returned to ams and analyzed. The info from this failure analysis was received on (B)(6) 2011, and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the cap fractured and partially broke off. The fiber included a broken or melted bevel area, part of the fiber cap broke off or the entire cap slid off and burnt glue on the bevel portion was generally evident. This device failure is associated with a lack of cooling. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.